Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device didn't infuse all medication, exhibited low battery, and a battery depleted alarm. Outcome of injury, medical intervention.

Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was in good condition. Review of the event history log revealed a message indicating the customer charged the battery overnight, when the unit was turned on and the battery status was still at 25 percent. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined; it was suspected that the battery being 9 years old and may have reached the end of its useful life. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.